Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an operating system issue. The technical service engineer made some changes and completed the reboot and installed updates to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a performance issue. The station was slow. The customer reported that able to get medication from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this event.